Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked case at a display window corner, a cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose of 511 mg/dl; treated with bolus. Customer reported that the battery compartment is cracked and the insulin pump is not functioning properly. Customer stated that the crack was possibly cause by tightening the battery cap. Nothing further reported.